Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, bowel dysfunction/sacral nerve stim, and gastrointestinal/ pelvic floor. It was reported that patient was experiencing signs of infection. The system was explanted and replaced. The issue was confirmed resolved. No device issues were reported.